Event description:
It was reported that the patient presented in clinic for post-operation follow up with symptoms of discomfort due to phrenic nerve stimulation from their right ventricular (rv) lead. A chest x-ray was performed and revealed the rv lead to be migrated from its original position, and to a more apical position. The rv lead was successfully repositioned on (B)(6) 2025. The patient was discharged under stable condition.